Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the left front brake caster inoperable. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The tech replaced the brake caster to resolve the issue. Based on this information, no further action is required.